Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer changed the infusion set and administered manual insulin injections to address bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.